Event description:
The perfusionist reported that after cardioplegia delivery, the systemic pressure dropped. Medication was administered to compensate for the decreased pressure. The cardioplegia cooling device was used to complete the case. There was no pt injury reported.

Manufacturer narrative:
The cardioplegia cooling coil, is a component of the custom perfusion pack. The device was not returned for eval. The coil was discarded by the hospital. Pyrogen and hemolysis testing were performed on stainless steel cardioplegia coils pulled from production. Pyrogen test results were negative. Hemolysis test results were insignificant in relation to control devices. The supplier of the stainless steel cooling coils was contacted. There have been no changes made to the design or mfg process of these cooling coils. Review of the mfg records at the vendor showed no anomalities. Since the product was not returned, no further analysis could be performed.